Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. To resolve the issue, customer successfully used a non-tandem wall adapter and charging cable. Tandem technical support advised against using third-party equipment but made an exception for troubleshooting purposes and arranged to send a replacement wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was necessary.